Event description:
Within 20 mins of initiating therapy, the pt complained of not feeling well and she had an episode of low blood pressure. Oxygen and IV fluids were administered; the pt stated she felt better but was still feeling "strange" and could not describe the feeling. The pt had another episode of hypotension with a blood pressure: 65/40 with a brief episode of unconsciousness. The pt recovered and the treatment was terminated. Treatment was resumed the following day with a fresenius fx 60 dialyser.

Manufacturer narrative:
The theralite hemodialyzer is a humanitarian use device (hud) designated product in the united states. The device is authorized by federal law for use in the hemodialysis treatment of dialysis dependant acute renal failure secondary to cast nephropathy in patients with multiple myeloma. The theralite hemodialyzer involved in this incident was discarded by the facility. Gambro performed a review of this lot history and did not find any non-conformities. A review of the device history file concluded there were no further complaints for this lot number.